Manufacturer narrative:
Additional information was received stating that the unit restarted on its own and would not ventilate, preventing the use of the unit. Thus, this case has been further assessed as not reportable.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unit restarted on its own and did not start up. There was no patient injury reported.